Manufacturer narrative:
(B)(6). Additional product code: gxr. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 27.dec.2016 expiry date: 30.jun.2020 . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had a cranioplasty procedure on (B)(6) 2017 for treatment of a subdural hematoma. Patient was implanted with seven (7) 18mm rapid resorbable cranial clamps, to reattach the cranial bone flap that was previously removed due to the subdural hematoma on an unknown date. On an unknown date post-operatively, patient presented with an infection. On (B)(6) 2017, surgeon removed all seven (7) resorbable implants. It was reported that no fragments were generated during implant removal. Revision surgery was completed successfully with no time delay. Patient is reported in stable condition. This report is for one (1) rapid resorbable cranial clamp 18mm. This is report 6 of 7 for (B)(4).